Event description:
On (B)(6) 2013, an aortic valve replacement (avr) was performed due to congenital bicuspid valve and this 23mm trifecta valve was implanted. In (B)(6) 2018, the patient presented with edema and severe aortic regurgitation (ar) was diagnosed by an echocardiogram. The leakage was noted at the commissure of this valve. On (B)(6) 2018, re-do avr was performed and this valve was explanted and replaced with a 23mm edwards inspiris resilia aortic valve. After explant, tears were exhibited at the non-coronary cusp (ncc) along the stent post between the ncc and a right coronary cusp (rcc). Pannus-like white tissue was also confirmed circumferentially on the base of cusps on the inflow side and which covered over the rcc. The patient was reported to be stable postoperatively. The surgeon attributed this incident to the valve itself as the cusps had not had any impeded mobility associated with the pannus-like tissue.

Event description:
On (B)(6) 2013, an aortic valve replacement (avr) was performed due to congenital bicuspid valve and this 23mm trifecta valve was implanted. In (B)(6) 2018, the patient presented with edema and severe aortic regurgitation (ar) was diagnosed by an echocardiogram. The leakage was noted at the commissure of this valve. On (B)(6) 2018, re-do avr was performed and this valve was explanted and replaced with a 23mm edwards inspiris resilia aortic valve. After explant, tears were exhibited at the non-coronary cusp (ncc) along the stent post between the ncc and a right coronary cusp (rcc). Pannus-like white tissue was also confirmed circumferentially on the base of cusps on the inflow side and which covered over the rcc. The patient was reported to be stable postoperatively and discharged. The surgeon attributed this incident to the valve itself as the cusps had not had any impeded mobility associated with the pannus-like tissue. Echo and op reports were requested, but not made available.

Manufacturer narrative:
Events of aortic regurgitation and leaflet tears were reported. Gross morphological and histopathological examination revealed leaflets 1 and 2 were torn at stent post 2. Circumferential fibrous pannus ingrowth was observed on the inflow surface encroaching onto the bases of all three leaflets, narrowing the inflow diameter. Fibrous pannus ingrowth was also observed on the outflow surfaces of leaflets 2 and 3. No acute inflammation or significant calcifications were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Aortic regurgitation is consistent with torn leaflets. Additionally, circumferential fibrous pannus ingrowth on the inflow surface can alter the distribution of stress, however the exact cause of the leaflet tearing remains unknown.